Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent elevated blood glucose (bg) levels that ranged between 209-400 mg/dl with large ketones. Customer addressed bg levels by administering a manual injection. Additionally, it was reported that the touchscreen would "go dark" while interacting with the pump. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.